Manufacturer narrative:
The pump passed the displacement and self tests. No unexpected display anomaly was noted. No damage was found on the lcd isolation tape, and no unlocked lcd keypad connector was noted during visual inspection. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose was 5.4 mmol/l. The customer stated that the display is not visible anymore.